Event description:
It was reported that during atrial tachycardia/atrial fibrillation episodes that the device had noise on the atrial channel and it was oversensed. There also appeared to be some noise on the baseline for the right ventricular (rv) lead channel but it was not sensed and the ventricular rhythm was paced during the episodes. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688tc competitor implantable pacing lead: (B)(6) 2010. A 4194 implantable pacing lead: (B)(6) 2010. (B)(4).